Event description:
The pt received his scs system, including a rechargeable ipg and a charging system, on (B)(6) 2010. It was reported the charging system began smoking and became very hot when the pt attempted to recharge his ipg. A new charging system was sent to the pt. The original charging system was returned to the MFR for analysis. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Visual analysis and functional testing were performed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. The returned system successfully charged a test standard eon mini 3788 ipg (s/n (B)(4)). No significant change in temperature was observed on the ac adapter, charger and wand during charging. Temperature increase of 3 degrees fahrenheit was observed on the charger during 15 minutes of charging. A temperature increase of 5 degree fahrenheit was observed on the ac adapter during 15 minutes of charging the returned charger battery. A similar test was performed on a test standard charger with 6 degrees fahrenheit during 15 minutes of charging. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.